Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the bolus button was pressed. It was reported that the gemstar bolus cord was connected to a gemstar pump. It was reported after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. There was no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.